Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occured 3 or more hours after insertion and the infusion set was in use for about 24 hours.the insertion site was at abdomen. The blood glucose level was 400 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.